Event description:
It was reported that post implant the patient developed pneumothorax and mediastinal shift. Computed tomography scans and x-rays were performed. A change in right ventricular (rv) lead threshold was also noted. The physician suspected a possible rv lead perforation and elected to remove the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).